Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 127 mg/dl on her blood glucose meter and 55 mg/dl on another brand of meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.